Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that over the last year the patient noticed a gradual increase in incontinence with his artificial urinary sphincter. The other day he noticed a significant difference and the device is no longer performing as expected. The patient has an appointment with his physician for device evaluation.